Event description:
The pt presented with a collection within and/or just posterior to the right rectus abdominis muscle overlying the upper to mid pelvis. This had undergone needle aspiration four days previously and was reported to be infected. Catheter drainage was requested. After sterile preparation and draping of the skin immediately overlying this area, and under local anesthesia, a 21 guage needle was placed and a small amount of bloody fluid was aspirated. This was performed by dr gloved and in immediate attendance. The needle was removed and a 6 french apd drainage catheter was attempted to be placed. Dr encountered resistence to passage of the catheter through the soft tissues and at this point the other dr took over. Other dr also found difficulty in advancing the catheter. Dr gently attempted to pull back in the wire but met resistance here as well. It was rptr's opinion that the wire had become kinked and that the catheter and guidewire should be removed so that a new attempt could be made. This was accomplished without difficulty. A 21 guage needle was therefore again inserted. A c.t. Scan image obtained to confirm needle position revealed an approx 3 cm long long piece of the distal end of the wire to be partially within the collection, extending anterior lt into the subcutaneous tissues. The dr's attempted to extract this wire fragment, unsuccessfully, over the next thirty minutes. During this attempt, the pt was informed about what had happened, as was his wife after the dr's completed the attempts at extraction of the wire fragment. At this point, other dr discussed the situation with dr pt's surgein, who had requested the procedure. The pt ws then returned to his room. Dr has extensive experience with many different catheters and guidewires, including those of the introducer system, and have never experienced a guidewire fracture. Dr emphasized that only gentle manipulation and traction on the wire were used, in accordance with standard technique. This report shall not be construed as an admission by center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.